Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker¿s memory content was analysed indicating no anomalies. The battery status was found to be ¿ok¿.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An impedance measurement test was performed, during which the pacing impedance was measured at diverse resistance values. No peculiarities were observed and the measured values were as expected. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that shortly after the implantation, apparently the lead needed a revision despite the x-ray looking normal. The psa measurements were fine during the revision procedure. After all tests and lead repositions, the physician suspected a possible pacemaker defect. The pacemaker was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.